Event description:
It was reported that one week and four days after the patient underwent an initial right tka, the patient was seen in the ER for redness around his right leg and was diagnosed with cellulitis. The patient was prescribed antibiotics and the event was reported to have resolved one week later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: psn fem cr cmt ccr std sz 10 r; item# 42-5026-068-02; lot# 66465859. Psn tib np 0 deg kel f rt; item# 42-5360-075-02; lot# 66114028. Ipsn mc ve asf r 12mm 8-11/ef; item# 42-5221-008-12; lot# 66034094. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Cellulitis is a rapid-spreading bacterial infection of the dermis and subcutaneous tissues, often caused by normal skin flora or opportunistic residential bacteria, such as streptococcus pathogens. Cellulitis appears as localized redness, swelling, and rash that is hot and painful to touch. The bacteria enter the skin via any cut, abrasion, or break in the skin, thus placing postoperative joint patients at increased risk for the development of cellulitis. Other comorbidities that increase the risk for postoperative development of cellulitis include smoking, diabetes, poor nutrition, obesity, poor hygiene, or circulatory problems. Cellulitis may resolve on its own with conservative treatment but most often requires additional medical intervention, such as oral or intravenous antibiotics, to eradicate the infection. During the investigation process, a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through an acceptable sterilization process. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issue identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.